Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: - device evaluation: the pump has been returned, and it was evaluated by product analysis on 07/24/2015 with the following findings: the reported temperature issue could not be adequately investigated due to a failure of the pump to power on; no conclusions could be determined in regards to this issue. An attempt to download the pump history and black box data failed due to internal moisture damage. The battery compartment was observed to be cracked in the areas above and below the grip pad. Evidence of moisture ingress was observed behind the display lens. The pump failed to power on, as confirmed by the absence of the auditory cue, vibratory cue, and visual display. The pump failed a leak test due to a battery compartment leak. The pump case was removed, and evidence of moisture ingress was found on internal components. The reported moisture ingress issue was confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.